Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller noticed a discrepancy between what is reported from another manufacturers programmer and what the patient management database application was reporting. Investigation found the source document did not contain any pacing values. For the pacing values seen in the application is a calculation from the report which was incorrect because the in-clinic report did not include any pacing. The application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.